Event description:
It was a reported that a patient underwent right ventricular outflow tract (rvot) premature ventricular contraction (pvc) ablation procedure that included thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion that required a pericardial "puncture" for blood aspiration. After a successful ablation of a rvot pvc with a thermocool® smart touch® sf uni-directional navigation catheter, doctor noticed a fall in the patient's blood pressure. After echo-control, a pericardial effusion was seen. A pericardial puncture was needed to remove the blood from the pericardium. Medical intervention required was pericardial puncture as well as x-ray. The even occurred after ablation, after catheter removal, end of procedure, post use of biosense webster products. Additional information received indicated the physician's opinion on the cause of this adverse event was the procedure itself. The patient¿s outcome from the adverse event was reported as improved. Force visualization features that were used: graph, dashboard, vector, visitag. Parameters for stability used with the visitag module were range: 3mm, time: 3s, 3g min and 40g max, 25% force. Additional filter with the visitag included respiration gating. Color options used were abl index. No transseptal puncture was performed. Ablation was performed prior to noting pericardial effusion. No evidence of steam pop. Flow settings of irrigated catheter were 8ml/min < 30w. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31029824l number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).